Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable damage and fluid ingress were able to be confirmed through the submitted photos of the heartmate 3 system controller (serial number: (B)(6). These photos showed fluid ingress within the power cable assembly as well as inside the housing of the controller. It was also noted that the strain relief of the white power cable was slightly damaged. The submitted log file from this controller contained approximately 1 day of information 18feb2025 to 19feb2025 per timestamp). The pump maintained a speed above the low-speed limit throughout the data, and no atypical alarms were observed. Provided information indicated that the system controller was exchanged. The root causes of the observed damage and fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment, including the system controller and its power cables. Heartmate 3 IFU (rev. C) and heartmate 3 patient handbook (rev. D) contains information on caring for the driveline and proper showering methods in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an instance of green discoloration within heartmate 3 power cable damage. This was located near the threaded white connection and in between the bend relief. There was a tear in the power cable within the bend relief. This led to a system controller exchange without issue. No unusual alarms were seen. The system controller/power cables were disassembled to observe the extent of the damage and photos were provided. Log files were provided. The black power cable was also seen to have green residue within it but there was no visible damage. It was thought this was likely a sign of corrosion. The log files were reviewed and there were no unusual events seen. It was noted that replacing the system controller in this situation was best practice. The cause of the corrosion was not entirely clear but was most likely from moisture when showering or humidity entering the power cable through the damage. Exchange of the system controller resolved the event. No products would be returned.